Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient saw an error code on their recharger. The patient stated that they were charging their ins and saw the code 598 or 589. Patient services reviewed that 598 was a patient programmer code, so it was likely 589. The patient stated that they saw this code while in the middle of charging their ins. The patient stated that the ins was three quarters of the charged. The patient stated that prior to seeing this code they were charging their ins once a week, then the patient stated that they saw this code and all of a sudden they were having to charge their ins every two days. The patient stated that they charged their ins sunday ((B)(6) 2019) and last night ((B)(6) 2019). The patient stated that they were still feeling stimulation and the device was still working, the ins was just depleting faster. Patient services reviewed the code meaning and recommended that the patient have the ins checked. The patient stated that they didn¿t have an appointment till (B)(6). The patient was going to contact a manufacturer representative (rep) to see if they could meet them sooner. The event occurred about a week and a half to two weeks ago in (B)(6) 2019. No further complications were reported/anticipated.